Event description:
It was reported that a patient¿s freestyle libre 3 plus sensor could not pair with the ilet after multiple attempts with a trainer, despite phone restart, bluetooth cycling, forgetting the device, and deleting and reinstalling the ilet app, which is consistent with a device communication failure involving the continuous glucose monitoring component. Symptoms included no glucose data availability due to unsuccessful pairing. Outcomes included interruption of cgm data to the ilet and transfer to the partner organization for suspected defective sensor support. Investigation included technical troubleshooting with software reinstallation and bluetooth re-pairing steps, followed by escalation. Investigation of this case revealed a persistent pairing failure isolated to the ilet connection pathway for that sensor. It was concluded that the event was attributable to a suspected sensor communication malfunction with the ilet, and the patient was directed to the partner organization for further resolution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.